Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an error 759 in their precision xtra blood glucose meter, and reported being unable to test on their meter. The customer then reported vomiting and feeling dizzy. She reported not being able to stand up properly. The customer's husband drove her to a local hospital where she was diagnosed with hyperglycemia 850 mg of metformin was administered to stabilize glucose levels.